Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated for heparin content and the issue of clotting was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that patient samples were coagulated with bd a-line¿. This occurred on 100 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: customer distributes the material to 03 cti units and soon began to return with complaints of coagulated samples immediately. Additionally, on 2020-8-10 the customer provided the following additional information: there was no impact on exams results release. After the pre-analytical analysis, the sample was refused for exams analysis. It is not available the patients information. When the sample is refused, a new collect is proceeded immediately, once is critical patients. The inappropriate sample is discarded in a short time.